Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine clinic follow up; the boston scientific representative was advised that this pacemaker device had been found in safety mode. Subsequently, the device was explanted and stored at the clinic for return. The physician was not able to provide any information as to when the device was explanted. The physician advised there was no known adverse patient effects. A different device was implanted successfully. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Event description:
It was reported during a routine clinic follow up; the boston scientific representative was advised that this pacemaker device had been found in safety mode. Subsequently, the device was explanted and stored at the clinic for return. The physician was not able to provide any information as to when the device was explanted. The physician advised there was no known adverse patient effects. A different device was implanted successfully. At this time, the product has been returned. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.